Event description:
The customer reported being hospitalized for diabetic ketoacidosis. The blood glucose reading was 416mg/dl. Troubleshooting was performed. The daily totals did not match to the bolus plus the basals and times. The alarm history revealed multiple no delivery alarms. Ran a fixed prime test and the insulin did not exit. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.